Event description:
Boston scientific received information that this atrial lead was exhibiting no capture. An x-ray revealed the lead had dislodged. It was noted that the associated device had migrated down in the pocket causing the lead dislodgement. The physician also suspects the lead was twiddled by the patient. The lead was successfully repositioned without further incident. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service and no other adverse events have been reported. This product issue will be updated if additional information is received.